Event description:
The manufacturer received information alleging ventilation service required error code occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault (e-059), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the power supply had caused the error code to occur on the device. In conclusion, the device's power supply was replaced to address the issue. The root cause is confirmed at this time.